Event description:
The service repair tech reported that during routine testing of the device at the service center, the cooler/heater unit was taking too long to heat. There was no pt involvement.

Manufacturer narrative:
The complaint is confirmed by the service repair tech (srt). The srt found during routine testing of the device, the unit took over ten mins to heat. The srt then diagnosed valve two was not fully closing, allowing cold water to enter during the heating cycle. Valve two was replaced and preventative maintenance was performed. The unit operated to MFR's specifications. No further action will be taken at this time.